Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Eval ongoing at manufacturing site.

Event description:
Country of complaint: (B)(6). Two incorrectly packaged (label) sutures. Monosyn c0022007 labeled product actually contained monosyn c0022003.